Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced intolerable glare. The iol was exchanged for another lens three weeks following the initial implant procedure. It was noted that the patient experienced corneal edema one day postoperative to the iol exchange. No additional treatment was reported.